Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system, false negatives were acquired on patient samples. There was no patient impact reported. The following information was provided by the initial reporter, translated from spanish to english: " reports that the team randomly turns negative some samples at 5, 8 and 15 days."

Manufacturer narrative:
H.6. Investigation: this complaint alleges false negative results on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer reported that false negative results were seen in all drawers of the mgit. It was noted that some samples were 63 days old which could be the cause of the false negatives. The instrument did not have any errors. A field service engineer (fse) was dispatched to troubleshoot the instrument. The fse cleaned the calibrator tubes in all drawers. The instrument temperature was verified through software and by checking the thermometer in each drawer. Station and indicator leds were verified, audible alarm was tested, the electronic module was verified, the dust filter was maintained. A list of samples was checked and 20 tubes over 68 days of protocol was discovered. The fse noted that the samples were reported by the instrument as being negative but were put back into protocol after 5 days. The instrument was returned to the customer in working order and all samples over 56 days old were removed from the instrument. No samples or parts were expected to be returned for this complaint and thus, returned sample analysis is not required. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2015. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause is due to a customer workflow issue. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of january. The upper control limit was not breached, and trends were not identified associated with this defect. CAPA is not required as no trends were identified, and this complaint is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system, false negatives were acquired on patient samples. There was no patient impact reported. The following information was provided by the initial reporter, translated from spanish to english: " reports that the team randomly turns negative some samples at 5, 8 and 15 days."